Manufacturer narrative:
The customer reported that their multiple patient receiver (org) experienced signal loss. The customer also reported that, at this point, they are not sure if there was any patient involvement, but that they are confident there was no harm or injury that occurred as a result of this signal loss. Nk ts advised the customer to reboot the central nurse's station (cns) and the involved org, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. A cns was used in conjunction with the org, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns - model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) experienced signal loss a couple of days ago.

Event description:
The customer reported that their multiple patient receiver (org) experienced signal loss a couple days prior to calling nihon kohden.

Manufacturer narrative:
Details of complaint: the customer reported that their multiple patient receiver (org) experienced signal loss. The customer also reported they were not sure of any patient involvement, but they were confident there was no harm or injury as a result of the signal loss. Nihon kohden technical support (nk ts) advised the customer to reboot the central nurse's station (cns) and the involved org, which resolved the issue. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported that the issue had been resolved without intervention from nka representatives. The customer could not provide information on how the issue was resolved. As such a root cause cannot be determined. As nka did not assist in the resolution, it is unlikely that the cause of the signal loss was related to a hardware malfunction. The root cause for the signal loss is most likely related to use error or environmental condition. As the issue cannot be confirmed to be a result of a deficiency of design or manufacturing, a CAPA is not warranted. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Telemetry transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.